Manufacturer narrative:
Natus medical sent replacement light pad to resolve the issue. Natus has requested additional information for further evaluation and examination. A supplemental report will be sent when additional information is available.

Event description:
Natus received a complaint on (B)(6) 2017 that their nb blanket pad had fractured fiber optics in the tube. _light pad (p/n: 006245, lot number: n092313-03, installed: (B)(6) 2014) the customer stated that the pad had fractures in the tubing and was not emitting enough light.the customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.